Event description:
It was reported that the patient alert sounded, and the device exhibited recommended replacement time (rrt) after being implanted for only 34 months. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient alert sounded, and the device exhibited recommended replacement time (rrt) after being implanted for only 34 months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Weekly trend in save to disk data shows min bat= 2.75 to 2.64 volts between (B)(6) 2011, is before device rrt<= 2.62 volt. The device was returned and analyzed. A high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly trend in save to disk data shows min bat= 2.75 to 2.64 volts between (B)(4) 2011, is before device rrt<= 2.62 volt.